Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 01-july-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer is satisfied with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 48, 60, 57 and 89mg/dl. The customer¿s expected am fasting blood glucose test result is 175mg/dl and expected two hours post meal/exercise expected blood glucose test result is 114mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 170mg/dl using true metrix air meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/16/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 3-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-040: user's test strip had poor fill..